Manufacturer narrative:
The reported complaint of the autopulse platform (B)(4) displayed a user advisory (ua) 41 (patient temperature sensor failure) error message was confirmed based on the archive data review and during the functional testing. The root cause of the (ua) 41 error was due to a defective temperature sensor, probably due to device aging. The autopulse platform was manufactured in december 2015, exceeded its expected service life of 5 years. Visual inspection of the returned autopulse platform revealed a bent battery lock, unrelated to the reported complaint. The observed physical damage appeared to the characteristics of harsh impact as a result of user mishandling. The battery lock was replaced to address the issues. A review of the autopulse platform archive was performed, and it showed multiple (ua) 41 error messages to have occurred around the reported event date, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to (ua) 41 error message displayed upon powering on. The defective temperature sensor was replaced to address the observed (ua) 41 error. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During the shift check, the autopulse platform (B)(4) displayed user advisory (ua) 41 (patient temperature sensor failure) error message. Per the reporter, the platform was in the soft case when the user advisory (ua) 41 error occurred. The platform is usually stored in the case inside of the compartment on a fire engine. No patient involvement.